Event description:
See MFR report # 3004209178201101183. It was originally reported that the pt experienced a loss of therapeutic effect. There was no known accident or incident related to this complaint. It was noted that he had an EKG and thought it had no effect on his device. His device had been off for a few days. He checked his devices with an am radio and used control magnets to turn his ins back on. Add'l info received confirmed that one of his ins' was found to be "off" after the procedure. His device was turned back on and reprogrammed. No intervention was required. He was receiving effective therapy and doing well.

Manufacturer narrative:
(B)(4).